Event description:
Procedure performed: tha ocm. Event description: [name] hospital. Report from fi. Sample trialed in 4/6 case. It was inserted under the fascia and used. This cer is not a complaint but a health hazard report. Acute thrombotic lower limb arterial occlusion was occurred, probably during and immediately after surgery. The incision was about 8 cm. During rasping, contact with the sheath occurred, causing a hole, but no tearing was observed. There was no particular impact on the intraoperative or operative time. He confirmed that the device would not cause any fragments to fall into the body, although it would make a hole if hit too hard, and continued to use it. The event device was already discarded by hospital. Additional information received on april 14th, via email the patient is conscious and her life is not indanger intervention: this cer is not a complaint but a health hazard report. Acute thrombotic lower limb arterial occlusion was occurred, probably during and immediately after surgery. Patient status: the patient is conscious and her life is not indanger.

Manufacturer narrative:
No product is being returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. Based on input provided by a medical subject matter expert, surgeons who are familiar with the device, it is unlikely that the event unit would have resulted in the customer experience of a blood clot. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event.

Event description:
Procedure performed: tha ocm. Event description: [name] hospital. Report from fi. Sample trialed in 4/6 case. It was inserted under the fascia and used. This cer is not a complaint but a health hazard report. Acute thrombotic lower limb arterial occlusion was occurred, probably during and immediately after surgery. The incision was about 8 cm. During rasping, contact with the sheath occurred, causing a hole, but no tearing was observed. There was no particular impact on the intraoperative or operative time. He confirmed that the device would not cause any fragments to fall into the body, although it would make a hole if hit too hard, and continued to use it. The event device was already discarded by hospital. Additional information received on april 14th, via email. The patient is conscious and her life is not indanger. Additional information received via email on 03may2023 by [name]. We will report this event to our government. We heard this patient was transferred to another hospital that can care the vessel treatment. Intervention: this cer is not a complaint but a health hazard report. Acute thrombotic lower limb arterial occlusion was occurred, probably during and immediately after surgery. Patient status: the patient is conscious and her life is not indanger.